Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (podj coil) pusher assembly. The pusher assembly was bent in two locations along the hypotube. The embolization coil was detached from the pusher assembly and not returned for evaluation, and the stretch resistant (sr) wire was fractured. Conclusions: evaluation of the returned device revealed the embolization coil was detached and the sr wire was fractured. Sr wire fracture typically occurs due to forceful retraction of the podj coil against resistance, and causes detachment of the embolization coil. Further evaluation revealed the pusher assembly was bent. This damage was likely incidental and may have occurred during packaging for return. The lantern mentioned in the complaint was not returned for evaluation. Podj devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podj coils). During the procedure, while advancing a podj coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and decided to resheath the podj coil. However, upon retraction of the podj coil, it unintentionally detached within the lantern. Therefore, the lantern was withdrawn from the patient and the detached podj coil was then removed from the lantern. The procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.